Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals and controls were within expected ranges. No pre-analytical or instrument-related issues were identified. The investigation was limited as insufficient patient sample material was available for further analysis. Confirmatory testing performed at a provincial laboratory indicated that the initial reactive results were false reactive. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with this assay. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false reactive result with the hiv duo elecsys e2g 300 v2 assay for one patient sample tested on a cobas e 801 module. On (B)(6) 2022, the patient sample was tested three times using the elecsys hiv duo assay, yielding reactive results of 1.02 coi, 1.08 coi, and 1.06 coi, with the hivag sub-module showing values just above the cutoff of 1.0 coi in all measurements. The ahiv sub-module consistently showed non-reactive results (0.044 coi). The elecsys hbsag assay was also performed and was non-reactive (for information only). Subsequent confirmatory testing at a provincial laboratory included hiv-1 rna viral load testing, which was not detected, and additional serological testing, which showed negative results for both p24 antigen and hiv antibodies on two separate occasions. The patient¿s cd4 count was normal, and hiv viral load was undetectable prior to the initiation of antiviral treatment. Based on these findings, the initial reactive results from the elecsys hiv duo assay were determined to be false reactive.